Event description:
It was reported as " the plastic part of the spec 2 tibial impactor is cracked and needs to be replaced. No patient consequences or surgical delays reported.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device can confirm the reported allegation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. ----------------------------------------------------------------------------------------

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device can confirm the reported allegation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported as " the plastic part of the spec 2 tibial impactor is cracked and needs to be replaced. No patient consequences or surgical delays reported.